Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that a code displayed on the remote home monitoring system indicating possible premature battery depletion for the subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) was consulted and reviewed the stored information. Ts confirmed the device was exhibiting behavior of premature battery depletion and discussed an appropriate approximate change out time frame, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that a code displayed on the remote home monitoring system indicating possible premature battery depletion for the subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) was consulted and reviewed the stored information. Ts confirmed the device was exhibiting behavior of premature battery depletion and discussed an appropriate approximate change out time frame, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that a code displayed on the remote home monitoring system indicating possible premature battery depletion for the subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) was consulted and reviewed the stored information. Ts confirmed the device was exhibiting behavior of premature battery depletion and discussed an appropriate approximate change out time frame, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported.